Manufacturer narrative:
Device evaluation summary: the device returned with congealed blood visible in the balloon. During attempted inflation of the balloon a leak was detected on the catheter shaft 5.5cm distal to the end of the strain relief. A short longitudinal tear was visible on the shaft at the leak site. The material was protruding outwards along the tear. It was not possible to inflate the balloon due to the leak. The catheter shaft was cut 2mm proximal to the leak site; a breach in the wall between the inflation lumens was observed. The shaft was cut 7.5mm proximal to the leak site; the breach was observed on the wall between the inflation lumens. The shaft was cut 5mm distal to the leak site; the breach in the wall was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the balloon was inflated once before it ruptured and that the inflation was performed under normal pressure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used during the endovascular treatment of an unknown stent graft. It was reported during the index procedure the balloon burst while touch up was being performed in the proximal region. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.